Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was sent for material analysis and it was determined that the shaft fractured through the threaded section via ductile overload. Manufacturing review did not reveal any relevant manufacturing issues. Furthermore, it was stated the surgeon under tapped the hole by 1mm. It is possible that the patient's bone quality along with the under tapped hole provided excess resistance, and contributed to the event. Conclusion: the most likely cause of the reported event is over-torquing of the device during screw insertion, leading to the overload fracture of the threading portion.

Event description:
It was reported that when the surgeon was advancing the closed head iliac screwdriver, the threading that goes into screw broke.

Event description:
It was reported that when the surgeon was advancing the closed head iliac screwdriver, the threading that goes into screw broke.